Event description:
It was reported that the patient had difficulty charging the ipg past the two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.